Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were on their first week with the insulin pump and was not able to change the infusion and reservoir set. They had suspended the insulin pump and removed it. They then woke up with a high blood glucose level of 441 mg/dl. The customer treated with manual injection. Troubleshooting was performed. The customer was assisted with removing the suspended basal. The device will not be returned for analysis.